Event description:
The customer reported to customer service that the transformer housing is cracked nad the inside is exposed, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product are ongoing. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.